Event description:
The hearing aid user came into the dispenser's office complaining the wax guard was missing from his aid. The hearing aid specialist examined the user's ear using a video otoscope. He observed a wax build up in the ear. He referred the user to a doctor to remove the ear wax. The doctor reported that there were 4 wax guards in the wax in the user's ear. There were no other problems, no redness, swelling or discharge.